Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-01355 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, on (B)(6) 2009, the patient complained of some stress urinary incontinence. The patient was last seen in (B)(6) 2009. The patient is considered to be doing fine and was confirmed to be over the age of 18. All other information is unknown and unavailable.